Manufacturer narrative:
Correction: d6 implant date.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had to be resuscitated 1-2 hours post implant procedure on the ward. During implant procedure the physician was unable to induce ventricular fibrillation. Then, this was followed by a t-wave shock from the cardiology department, which was also unsuccessful. The technical services (ts) recommended to re-attempt defibrillation test after medication wears of and if the defibrillation test is not successful, the system position can be optimized by positioning the electrode closer to the sternum. The patient was transferred to the intensive care unit and after consulting with the physician and the ts, further testing of the system will be carried out, but there is no more information at this time. The system has not been reprogrammed, and no revision is planned for the time being. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had to be resuscitated 1-2 hours post implant procedure on the ward. During implant procedure the physician was unable to induce ventricular fibrillation. Then, this was followed by a t-wave shock from the cardiology department, which was also unsuccessful. The technical services (ts) recommended to re-attempt defibrillation test after medication wears of and if the defibrillation test is not successful, the system position can be optimized by positioning the electrode closer to the sternum. The patient was transferred to the intensive care unit and after consulting with the physician and the ts, further testing of the system will be carried out, but there is no more information at this time. The system has not been reprogrammed, and no revision is planned for the time being. This s-ICD remains in service. No additional adverse patient effects were reported.